Manufacturer narrative:
An evaluation of the reported devices cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "pain began shortly after primary surgery in 2004. Extreme pain began in 2010. Patient was in and out of hospitals and rehab and eventually had to stop working. All of the hardware was removed due to infection (B)(6)-2011. No devices have been implanted at this time. (B)(6) 2010 to (B)(6) 2011 in rehab. She is going to (B)(6) to see dr. (B)(6). For revision. (B)(6), 2011 pre op testing. Revision should be (B)(6) 2011. Patient is dealing with extreme pain and discomfort. Customer has seen information on television and in her doctor's office about recalls and she would like to confirm whether or not her implants were recalled."